Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the ground bond test indicating a high resistance value between the device and the ground bond on the power supply. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed and the device passed, along with all of the electrical testing. During functional testing of the device, the ground bond test failed indicating a high resistance value between the homechoice and the ground bond on the power supply. The cause of this failure was determined to be from a loose door post. The device was sent to service where the door post and its fastening system were inspected. Should additional relevant information become available, a supplemental report will be submitted.